Event description:
It was reported that stent positioning/placement problems were encountered. A renal artery stenting was performed to the patient. The target lesion was located in a central venous arteriovenous fistula. A 12x60x75 epic stent was advanced for treatment. However, upon deployment, stent jumping was noticed. The stent disappeared mid deployment and it moved between right atrium and right ventricle of the heart. The stent was removed via snaring. The procedure was completed with a different device. There were no patient complications reported.